Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours they had felt a burning feeling at the pod infusion site. The patient reports the pods adhesive failed to adhere. In addition the pods needle was poking the patient as the needle had not retracted upon initial activation. As treatment, the patient applied a new pod.